Event description:
Per the service tag returned with the unit: "malfunctioned while in use; did not shock after indicating to do so". Per a report from the city of new york fire department: "defib malfunctioned while using it. Machine was hooked up properly and the analyze button was pressed. Shock was indicated. There was no shock after shock button was pressed. Instead a message on the screen appeared to 'select what type shock'. The same situation occurred after repeating process. Ems arrived on scene and removed defib." Per prehospital care report: the incident date was in 2002, the pt was a female in cardiac arrest. Comments: "took over CPR, hooked up defib, no shock indicated, continue I CPR for 3 times until relieved by ems personnel."